Manufacturer narrative:
The instrument was returned with the following findings: failure analysis confirmed the customer's reported issue of limited movements of the instrument. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site based on the failure analysis to notify them that the crimp was missing from the clevis. This complaint is being reported due to a broken pitch cable found during failure analysis.

Event description:
It was reported that during a da vinci surgical procedure, the bipolar forceps instrument was stuck in the trocar and had limited movements. The procedure was completed by using another forceps instrument. There was no injury to a patient.